Event description:
It was reported that the customer passed away. Customer's blood glucose reading at the time of the death was 600 mg/dl. It was reported that the cause of the death was complications with diabetes. Customer's sister stated that the customer was not feeling well and had not eaten much. Customer went to bed and did not wake up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. Unable to prime during the prime test. The insulin pump passed basic occlusion and displacement test. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
This information is provided in response to your request dated july 30, 2015, for additional information. This additional information is being provided after new information became available. The additional information has been provided of this form. Further testing revealed that the insulin pump was unable to prime during prime/a33 alarm test due to faulty fsr (gold).